Manufacturer narrative:
Perivalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. In this case, it was reported that the frame of the valve was not fully expanded. It was corrected with a balloon valvuloplasty. The device remains implanted and is not available for evaluation. The reported event was not confirmed; however, it has been determined that the root cause of this event was likely due to procedural related factors. There has been no indication or allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient underwent avr with an 8300ab 23mm intuity elite aortic valve. The frame was under-deployed and there was a perivalvular leak. A balloon valvuloplasty was performed to correct this.

Manufacturer narrative:
Reference CAPA (B)(4).